Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a skin irritation/allergy under the therapy electrodes. There was no alleged device malfunction contributing to the irritation. Patient reported that he followed up with his primary care physician and was prescribed a cream for the irritation. The patient confirmed that the cream helped the skin irritation to improve.